Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that they experienced high blood glucose and air bubbles in reservoir. The customer¿s current blood glucose level was over 600 mg/dl. The customer¿s current blood glucose value was 288 mg/dl. The customer not experienced symptoms due to high blood glucose. The customer treated high blood glucose with manual injection. Customer had high ketones. The insulin pump had flow block alarm. The insulin pump will not be returned for analysis.